Event description:
As originally reported from distributor: the ventilator was used on dc power via the adapter. It shut down with device alert message with audible alarm. It was first determined to be no MDR case since the ventilator did not fail to activate the audible alarm. Add'l info from distributor: the ventilator was running on internal battery and shut down few seconds after "low battery alarm". Please note that there was no pt involvement in the incident.